Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the harmonic ace (ha) instrument was not working. The ha instrument was in good condition, and no broken was observed. The message ¿too hard pressure¿ was noted on the generator. The issue was resolved with a backup ha instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.36"" x 0.10"" was returned. No material appeared to be missing as the broken assembly was pieced back together. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).